Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge was leaking from the septum. Customer's blood glucose level was 219 mg/dl. Reportedly a new cartridge was successfully loaded resolving the issue.